Event description:
It was reported that the patient had "slowed down" and the device was found to be turned off. The device was turned back on. The patient was seen on 2013 (B)(6). Impedance checks and an interrogation of both batteries was performed and determined that the im plants were working correctly. It was noted that the implantable pulse generators must have been turned off externally, perhaps by a magnet. It was uncertain how they got turned off. There were no other complaints about the patient¿s device. Please see manufacturer report # 3004209178-2013-12636 for the patient's other implanted device.

Manufacturer narrative:
Product ID 7426 serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 7438 serial# unknown; product type programmer, patient product ID 3389-40 lot# j0225491v, implanted: 2002 (B)(6); product type lead product ID 748251 serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 748251 serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3389-40 lot# j0225491v, implanted: 2002 (B)(6); product type lead product ID 7426 serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).